Event description:
Additional information was received indicating that the device was reprogrammed.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.